Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The torque-limiting handle was reportedly not used with the driver, which allowed a torque greater than 20 inch-pounds to be applied to the driver.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a driver tip sheared off and fused into the screw. The driver tip remains in the patient confined to the screw. Surgery took place (B)(6) 2017.